Event description:
It is reported that patient underwent a closed reduction due to dislocation; the surgeon suggested that the stem was loose. Subsequently, the patient underwent a revision, and the cup and stem were removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.